Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 500 mcg/ml dilaudid at 75 mcg/day. It was reported that the patient had a catheter access port procedure that was unsuccessful. Environmental/external/patient factors that may have led or contributed to the issue included body habitus. The patient presented to the surgery center and was found to have a kink in the catheter at the time of her revision surgery. The catheter was fix during surgery today. The issue was resolved at the time of the report.